Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Received call from (B)(4) customer wanted part number for 8015. Customer stated that she was getting an error 133.6090 and will this part fix the error. I explained to customer that they would have to sent this unit in for further repair or replace the logic board to fix error code.